Event description:
Info received indicates that pump alarms error code 13. Rate and dose are 300 ml/hr and 300 ml.

Manufacturer narrative:
Investigation found that the diode d7 was determined to be leaky and was out of specification. New pcb board was replaced to solve the issue. (B)(4).